Event description:
It was reported by the pt's husband that the pt did not feel well all day. The pt woke up around 9pm, sat straight up in bed, and her face was blue/purple. The ventilator and pulse oximeter had audible alarms. The pt's husband called 911 and the paramedic informed him to keep her on the ventilator until they got there. The ems arrived and initiated CPR. The pt was then taken to emergency room and admitted to the ICU. There are no allegations of ventilator malfunction causing pt harm.